Event description:
It was reported that during the implant procedure, the physician noted internal left ventricular (lv) lead resistance when the guidewire was at the tip of the lead and unable to be inserted. It was noted that it was previously moisturized with heparinized saline. In addition, when inserting the lead with the guidewire into the coronary breast of the patient, it created some problems of resistance when the physician was selecting the vein. It was noted that the positioning difficulty was related to the strength of the tension exerted from the tip of the lead and guidewire. Per suggestion, the guidewire was changed out. After the lead was properly implanted with appropriate values, it was observed that the lv lead dislodged. The physician tried again to position with a guidewire and started channeling again, but claimed to feel the internal tension of the lead. The lv lead was removed and replaced in the same pr ocedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test sample guidewire fully inserted in the lead without resistance or anomalies. If information is provided in the future, a supplemental report will be issued.